Manufacturer narrative:
Used (B)(6) 2018, the first date of the month of the aware date as no event date is provided.

Event description:
It was reported that guide wire entrapment occurred. A samurai guide wire was selected for use to cross a lesion. However, it was noted that the wire became stuck inside the balloon. The wire and the balloon were pulled together losing wire access in the middle of the case.